Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient was admitted to the hospital after receiving an inappropriate shock from this electrode. A request was made to have data from this device analyzed. Data analysis revealed oversensing of noise with 1 inappropriate shock. The physician performed troubleshooting maneuvers and could not reproduce the episode. X-ray imaging was requested. This electrode remains implanted. No additional adverse patient effects were reported.